Event description:
Customer reported a button error on her insulin pump. There was a battery out limit alarm before the button error. Customer's blood glucose is 180 mg/dl. Customer holds the device in her bra and sweats sometimes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.